Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the (B)(6) male patient had a PICC line in place for 22 days to administer IV flucloxacillin when it was noted that the line was fractured and leaking between the hub and the clear flexible tubing. . The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did require additional general aesthetic for another PICC line insertion procedure due to this occurrence on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint specifications and trends was conducted during the investigation. Based upon related complaints, failed component is assumed to be tu3.0-nt-40-w-ns-0-pic-otw. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record and non-conformances was not able to be completed as the lot number was not available. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
It was reported that the (B)(6) male patient had a PICC line in place for 22 days to administer IV flucloxacillin when it was noted that the line was fractured and leaking between the hub and the clear flexible tubing. . The doctor reported there have been no changes in clinical practice with regards to care, maintenance or insertion of the device. Reportedly the patient did require additional general anesthetic for another PICC line insertion procedure due to this occurrence. On (B)(6) 2015.